Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
User-facility medwatch report (B)(4) reported : left total knee arthroplasty revision. The trial insert was noted as broken, as a small piece of blue plastic was noted on the surgical field, x-ray was obtained, no foreign body visualized.